Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed due to burnt usb cable. Pictures were taken. A receiver load test was performed and failed. The allegation was confirmed. The probable cause was determined to be a defective usb cable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accessory was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.